Manufacturer narrative:
No conclusion can be drawn at this stage.

Event description:
Pt has pain and is swollen at the cmc-joint. X-rays shows osteolysis around the screws. Primary operation 2006. Pt reported pain 7 months later. Evidence of osteolysis was shown. Removal of screws and spacer 2 months later and reoperation with tendon interposition arthroplasty.